Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery - the head of the retaining screw snapped off when the surgeon was inserting into the baseplate/glenosphere. A portion of the retaining screw remained in the baseplate/glenosphere.

Manufacturer narrative:
The reason for this primary surgery was reported as head of the retaining screw snapped off. The healthcare professional indicated this event occurred during the surgery near the patient. There was another suitable device available, however, the incident did cause a 3 min delay in surgery. This was a significant adverse event indicated by the surgeon. The surgery was completed as intended and the device was inspected prior to surgery and was found to be acceptable. The device was disposed of at hospital and not made available to djo surgical for examination a review of the device history record (DHR) shows that the reported component, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Receiver records review (50800001-10 lot: 17263). A review of the receiver record shows that the reported component, when (B)(4) pcs were released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the product that may have contributed to the reported event. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. Complaint database review showed 10 previous complaints against item: 508-32-101 for failure code as broke. This is the first complaint against lot number: 862c3856 across all failure code categories. There are no indications that these items have a design or material deficiency. The root cause for this complaint cannot be determined with confidence as the devices were not returned for investigational review. Surgical components condition can be determined while being used for its intended purpose. The replacement of surgical components during use does not indicate a product deficiency, failure, or issue. No further action is deemed necessary at this time. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.